Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) 4 was faulting during the procedure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. The unit tested on an in-house system and failed normal mode as it triggered 1162 error. Remote fe logged errors of 1162, 1007 & 25745. The unit then tested on psc fixture test platform (pftp) and failed cannula check. During inspection, short circuit found on cannula flat flex cable's (ffc) connect to axes controller spar (acs). No discrepancies found on acs. Cannula cam block and cannula sensor also checked, and they were good. Performed a-b-a and determined cannula switch (axes controller spar connector (acsc) printed circuit assembly (pca)) is also bad. The unit went through testing on a pftp using gold cannula ffc and gold acsa pca. It passed a required test. Acs pca will be replaced as a precaution. Cannula ffc & acsc pca will be replace as a fix to the reported problem. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a usm component failure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to numerous faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) 4 was faulting. The operating room (or) staff disabled the usm on accident. The or staff power cycled the system prior to calling. The fault returned on power up on usm 4. Or staff disabled usm 4 so the surgeon could continue with the case robotically. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed onsite and found error 1007 and 1162 pointing to usm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.